Event description:
It was stated that the customer experienced a hypoglycemic event, which required assistance by the paramedics. The blood glucose reading was 1.7 mmol/l when the paramedics checked it. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.